Event description:
A bug identified in the webapp software, that is the user interface of wasplab device and phenomatrix software, in some cases does not allow the user to overwrite the result suggested by phenomatrix with a result defined by the user. In these cases, the result transmitted by wasplab to the lis is the result suggested by phenomatrix, rather than the result selected by the user.

Manufacturer narrative:
Not applicable.